Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup system controller showed a defective display. It seemed like a green fluid flew through the display and the parameters were not readable anymore. No technical issues occurred. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the backup system controller (serial number (B)(6)) display was confirmed via product analysis. Upon activating the display of the returned system controller, the liquid crystal display (lcd) of the system controller was noted to be discolored due to fluid ingress; however, parameters were still legible. The system controller was opened, and the internal components were inspected. Fluid ingress was observed inside of the system controller housing and on both the front and back of the lcd component. Log files were downloaded for evaluation and captured data consistent with the system controller being exchanged and made the patient¿s backup system controller on (B)(6) 2024. No other notable events were recorded. The fluid ingress did not appear to prevent the system controller from supporting the system as intended. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. No other notable events were recorded. It was provided that no technical issues had occurred with the system controller. The root cause of the reported event was due to fluid ingress observed within the system controller. Incidental finding: low audio tone. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.